Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the customer's pump would change by several minutes over time. The customer would correct the time and after a week the time would no longer be accurate. The customer's blood glucose level was not impacted. Although additional attempts were made by tandem technical support to follow-up with the customer, no additional information was provided regarding the time.